Event description:
Reportedly, the instrument jammed shut on the aorta. The surgeon clamped the artery; resected and sutured with thread; longer operating time (over 30 mins). The pt condition is good before and after the surgery. The sample will be returned for examination. No other pt impact was reported. The pt sex was not identified.